Event description:
During testing upon return from a customer demo if you 'bend' the cable the screen goes blank and the system alarms on the cardiosave intra-aortic balloon pump (service loaner). There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump ga rp cardiosave repair tba. Cardiosave hybrid (service loaner). There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data : b5, b6,b7,d10,h6(clinical & impact).

Manufacturer narrative:
Additional point of contact: name: (B)(6). Occupation: trial equipment coordinator it was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of coil cable malfunction. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and replaced the coil cable. Replaced the pneumatic module to backplane cable. Performed the preventative maintenance as per specifications.performed the electrical safety testing as per as3551 standard.device is working within specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump ga rp cardiosave repair tba. Cardiosave hybrid (service loaner).

Manufacturer narrative:
Due to character restrictions in telephone number: (B)(4). A supplemental report will be submitted upon completion of our investigation.